Event description:
Pdc received a call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2014 between 11:30am - 12:00am. Pt ((B)(6)) stated that he tested his blood glucose using the prodigy meter with results of 68mg/dl, 52mg/dl and 33mg/dl. Pt became alarmed and called paramedics immediately because he thought his glucose might have been too low. Pt also stated that he was confused, paranoid and had difficulty breathing. While waiting on paramedics, pt took 3 glucose tablets and drank 10 ounces of orange juice. Paramedics arrived within 5 minutes and performed a blood glucose test with their meter with a result of 137mg/dl and also tested pt's glucose with the prodigy meter with a result of 79mg/dl. Pt was not transported to ER. Paramedics did not administer any treatment to pt. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Event description:
This is a supplemental report to initial report 3008789114-2014-00012 to submit manufacturer investigation results for suspect device. Patient did not return device. Prodigy diabetes care requested internal record review from manufacturer for suspect device. (B)(4).